Event description:
The customer obtained multiple, lower than expected vitros iga quality control results (mas level 1 results = 73.7 and 53.46 mg/dl vs. An expected result of 142.5 mg/dl; mas level 2 results = 281.1 and 279.2 mg/dl vs. An expected result of 405.0 mg/dl) while using the vitros 5600 integrated system. The customer also obtained multiple, lower than expected vitros iga patient results (patient 2 result = 127 mg/dl vs. Repeat = 240 mg/dl; patient 3 result = 46 mg/dl vs. Repeat = 141 mg/dl; patient 4 result = 198 mg/dl vs. Repeat = 294 mg/dl; patient 5 result = 172 mg/dl vs. Repeat = 268 mg/dl; patient 6 result = 107 mg/dl vs. Repeat = 203 mg/dl; patient 7 result = 237 mg/dl vs. Repeat = 362 mg/dl; patient 9 result = 330 mg/dl vs. Repeat = 474 mg/dl). Biased results of the direction and magnitude observed may lead to inappropriate physician action. Corrected reports were issued for each patient sample based on the repeat iga results. There were no allegations of harm to the patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, lower than expected vitros iga patient and quality control results were obtained while using the vitros 5600 analyzer. The customer performed maintenance and cleaning of the cuvette incubator subsystem. Following these maintenance actions and an acceptable water blank test, acceptable vitros iga performance was observed. The investigation determined that the root cause of this event was instrument related. There is no evidence that the vitros iga reagent malfunctioned.